Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim intermittent audio output on (B)(6) 2015. No medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The receiver data log was downloaded and found no errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. Customer complaint could not be verified.